Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after being exposed to moisture. Customer stated that the insulin pump was cracked on the back and on the belt clip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.